Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was utilized inadvertently instead of the remote monitoring application to in terrogate a patient experiencing shortness of breath, bradycardia and hypoxia. No changes to symptoms were observed after using the mobile programmer application. It was advised to utilise the remote monitoring application to proceed. It was additionally observed that the patient connector was blinking an orange light. It was advised to plug the patient connector in while attempting interrogation. The remote monitoring application and host tablet were restarted and network connectivity was checked, however the issue persisted. No patient complications have been reported as a result of this event